Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The connection to the vent engine was reset to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.